Manufacturer narrative:
B.3. The date of event is unknown; bd awareness date used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero needleless connector had mold presence. The following information was provided by the initial reporter, translated from japanese to english: filamentous fungus, which appears to be mold, found inside. Additional information received from the customer: please confirm where was the fungus present? Inside the maxzero product or inside the package? Occurred on the inside of maxzero product. Please confirm whether the product was found in sealed package? Whether any damage has been observed with the package / product. Found while using the product (after approximately 4 months of use). The damage to the package and product is currently unknown. Please confirm if there is any patient impact. No.

Manufacturer narrative:
Additional information in section b. Investigation result: no mz1000 sample was available for investigation; furthermore no lot information was provided to assist the investigation. However the customer reported that "a filamentous fungus, which appears to be mold, was found inside [of the maxzero]. Additional details confirmed that the maxzero was used for "transfusion, tpn infusion, anticancer drug administration, and blood collection were performed." Furthermore, the connector was used for approximate four month prior discovery of the mold. The customer noted that "it is unclear when the last pulsing flush was performed" and "tpn infusion had been administered for three weeks immediately prior to the discovery." As part of the investigation, the customer provided a photograph of the affected sample; analysis of the photograph confirmed the customer's experience with black patches being seen on the piston of the maxzero. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. As part of the customer's feedback, it was confirmed that the mz1000 component had been in use for four months. It is important to note that the directions for use state: "change according to facility protocol or in accordance with currently recognized guidelines for IV therapy, such as every 7 days or 200 activations." Additionally, the instructions specify: "flush the maxzero after each use with normal saline or in accordance with facility protocol." A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the mz1000 product over the past 12 months.

Event description:
History of occurrence: (B)(6) 2025 used for powerpicc double lumen transfusion, tpn infusion, anticancer drug administration, and blood collection were performed. (B)(6) 2025 discovered and exchanged by the nurse in charge on the day. (B)(6) 2025 blood culture the product will be recalled after the identification of the bacteria is completed. Management method: continuous administration on one side, and observation on the other side the incident occurred on the side where continuous administration was likely being performed. It is unclear when the last pulsing flush was performed. According to hospital regulations, the product should be replaced immediately if any abnormalities are found during daily checks. Tpn infusion had been administered for three weeks immediately prior to the discovery.